Event description:
The dealer states that the consumer alleges that the caregiver was going over a curb and they raised the chair and the fork just fell out. Upon further inspection they are stating that the top bushing crumbled.